Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they pushed act button recently and there was a delay in response and had received button errors. The customer's blood glucose level was unknown at the time of the incident. The insulin pump batteries sometime last less than a week and it had rejected new batteries. The customer reported scratches on the insulin pump and unexplained no delivery alarms. The insulin pump was being worn out when rewinding. The customer stated that the screen scratched. The device will not be returned for analysis.